Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer's blood glucose (bg) level was low; no exact bg level was provided and no additional information regarding how the bg level was addressed was provided. The customer successfully resumed insulin deliveries and believed the occlusion alarm may have been caused by the way the infusion set tubing was placed. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.